Manufacturer narrative:
A medtronic representative went to the site to test and service the equipment. It was found that the mobile view station (mvs) main fuse was blown. The fuse was replaced, thus resolving the issue. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device. It was reported that the mobile view station (mvs) would not power up. There was no patient involved.